Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a supraventricular tachycardia procedure, it was reported that the workmate claris amplifier disconnected resulting in a delay. Rebooting the whole system three full times resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.